Event description:
During on-site service by a baxter service technician, a flogard infusion pump was found to have a damaged safety clamp assembly. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The cause of the damaged safety clamp assembly was unable to be determined with the provided information. The safety clamp assembly was replaced in order to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.